Event description:
It was reported that during an esophageal dilatation procedure, a balloon rupture occurred. A cre wg 15-18mm/180cm/5.5 f/g balloon dilatation catheter had been advanced without resistance to treat an unspecified esophageal stricture. The physician was unable to inflate the balloon "enough". The device was removed and it was noticed that the balloon appeared ruptured. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".